Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable oe) was found in the formatted history file due to arm watchdog failure.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm. Customer¿s blood glucose level was 123 mg/dl. Customer was able to successfully clear the alarm. Customer did not received request to rewind insulin pump. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.